Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a software error alarm on the insulin pump. It was also found the customer was stuck in the prime menu during troubleshooting. Customer's blood glucose was 160 mg/dl. The customer also stated they were stuck in the rewind process when attempting to access the alarm history during troubleshooting. Customer stated the software error alarm occurred during priming. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.